Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had a blood back incident occur. There was no harm or injury to the patient reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm replaced all the blood contaminated parts, assy,safety disk,english (0997-00-0985-01), assy crm english (0997-00-0986-01), tubing, blood detect, iabp (0008-00-0312) and purge valve assembly,iabp (0104-00-0026). The stm then completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. This report is being submitted as the result of a retrospective review conducted in CAPA 584165.